Event description:
It was reported that (1) device was used during a low anterior resection. It was reported by the affiliate that the cs1s tissue pad broke. Another instrument was used to complete the case. There was no consequence to the pt.